Event description:
It was reported that the customer experienced a blank display. The customer's blood glucose was 118 mg/dl. The customer went blank when the battery was 3/4 full. The customer placed a battery in the insulin pump, and the insulin pump resumed working. Troubleshooting was done. The customer stated that the battery compartment was damaged. The customer also stated that there was a crack inside the battery compartment where the battery cap screws in. The customer stated that the crack looked like a stress crack. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.